Manufacturer narrative:
Correction: new conclusion following new elements analysis of the returned device did not permit to reproduce the reported event. The review of extracted data and event logs confirmed the reported issue: a troubleshooting screen error message was displayed to the user. No specific finding was found to explain the issue. However, the most probable hypothesis is that a corruption of the file in the storage system occurred. The zip files used to send one of the trace files to backoffice is therefore empty. Uploading this empty file in bo returned http error 400. According to code, this is an unexpected error case, and it is managed by displaying the ¿configuration issue¿ troubleshooting screen. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 19-june-2025, when the device light up, it have the behavior of a transmitter trying to pair (screen 11 to 12 to, to 26).

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event, when booting it, the same behavior is observed. Review of the files and event log is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, when the device light up, it have the behavior of a transmitter trying to pair (screen 11 to 12 to 26).

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event, when booting it, the same behavior is observed. Review of the files and event log did not permit to find any causes of the issue. The most probable hypothesis is that a hardware failure caused the reported event. The main origin could not be established with certainty. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, when the device light up, it have the behavior of a transmitter trying to pair (screen 11 to 12 to 26).